Event description:
Reason for revision was implant breakage. On x-ray it was found that the screw of the glenosphere had broken and the glenosphere was disengaged from the metaglene.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
The affected device (glenosphere) associated to the complaint was returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected lot 5230087. Based on the information received and the investigation performed, the root cause of the incident could not be determined.